Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the vessel sealer extend (vse) instrument to perform failure analysis. A review of the energy log shows for the vse instrument did not show any homing events. There were 51 cut complete events noted, with no errors. The logs showed 168 seal events with 1 high initial starting impedance error. There was 1 engagement failure, which may be related to the vse instrument under question, but doesn¿t sound relevant to the customer¿s complaint. The insufficient sealing could potentially be due to the user trying to seal excessive tissue; which is when the high impedance errors are observed.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, an insufficient seal occurred following the use of a vessel sealer extend (vse) instrument, resulting in bleeding. The surgeon informed the intuitive surgical, inc. (Isi) clinical sales representative (csr), that the vse instrument did not produce the usual 'sizzle' effect during tissue sealing. Appropriate tones were heard, and sealing was observed; however, it did not appear to achieve the typical sealing effect. The surgeon continued to use the same vse instrument. Later in the case, while sealing an unspecified vessel, bleeding occurred at the completion of the sequence. The bleeding was minimal, which was controlled with an unspecified robotic instrument. A backup vse instrument was obtained, and the procedure proceeded without further complications. The procedure was successfully completed robotically.